Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reports that there was an internal cuff herniation (tracheal). Customer reports no pt injury or ill effect. Covidien is attempting to gather further details surrounding the circumstances of this report.